Manufacturer narrative:
Technician found fluid ingress in the right caregiver board and replaced the board to resolve the issue.

Event description:
Technician alleged that the product had intermittent operations from the right side rail of the bed.